Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent sensor cannula. The customer¿s blood glucose level was 435 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.